Event description:
It was reported that the customer's insulin pump had a broken end cap at the right corner. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a loose drive support disk.